Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was unable to implant due to multiple dislodgements. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and lead could not be fixed. Final analysis found that as received, a complete lead with stylet guide attached and a stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.